Event description:
Reference MDR#1219856-2012-00153 for a related report involving the same pt. It was reported that their usual pump was out for service for possible helium leak. The pump was checked out and it was noted that the pump did not cause the issue, it was the intra-aortic balloon (iab). It was noted that the pump has been put back into service after being checked out.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.